Event description:
It was reported by the customer that a pyxis medstation es system remote manager door was not open and intermittently failed. The customer stated that the failed smart remote manager still mentioned required maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not opened. A field service engineer replaced the latch and mini switches to resolve this issue. Field service engineer stated that there was a delay in patient care workflow. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.